Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if, the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that the pt was hospitalized due to hypoglycemia. The reporter stated that the insulin infusion pump with blood glucose monitor was reading greater than 34 points higher than the hospitals monitor. The reporter believes that the glucose monitor is not giving accurate readings. They did not receive any alarms or alerts on the pump. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but, as of the date of this report had not been returned for evaluation.